Manufacturer narrative:
Issue described to agency in recall.

Event description:
The patient stated that her pump had been in the stop mode and then the display went blank. The patient was advised to disconnect from her site and remove the power pack. The power pack was approximately 2 weeks old. The patient stated she was aware of the recall and she was advised to insert a new power pack. After inserting the new power pack, the infusion device functioned properly. She stated she did not receive any warnings alerting her to change her power pack. No physiological effects were reported. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.